Event description:
It was reported that the customer had a low blood glucose level below 20 mg/dl and was found unresponsive. Customer stated that his sensor ended 2 days early and customer did not notice that he was going low. Customer was taken to the hospital on (B)(6) 2015. Customer was watching tv alone and his son was able to get him to the hospital. Customer's pump was delivering a basal and his son put in carbs that the customer did not eat. Customer will monitor the pump. Customer's current blood glucose level was 232 mg/dl. Troubleshooting for unexplained low blood glucose levels was not completed as this was a past event and pump was not present. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.